Event description:
It was reported that during a robotic video assisted thoracoscopic lobectomy procedure, the device was closed on lung tissue and fired by pa. The tech in the case reported that it started to fire and then locked up and would not open. I asked if they used the reverse button and they told me "nothing worked". They used the manual reverse to open the device. They opened a new device and finished the case without further incident. There were no patient consequences.

Manufacturer narrative:
(B)(4). Damaged joint cover, premature sled movement the analysis found that one device was returned in good visual condition and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. An ecr60g with the one piece sled partially advanced 1/16 was present. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Please note that if the instrument is partially fired, slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the bailout system and then, the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process. Based on the photographic evidence it is believed the initial complication was an inadvertent lockout which probably occurred during the staple cartridge loading process. Why the reverse switch did not function I cannot tell from a photograph of the staple cartridge.